Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low r waves. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dvbc3d4 implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).